Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of tissue damage is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Revised event description: reportedly, the footplate lever was closed/retracted. There was resistance removing the device. The feet did not completely retract into the guide. The device was attempted to pull out and separated between the guide and shaft. A portion of the device remained in the patient and was removed with a hemostat. As the device was pulled out, it tore a larger hole in the artery. A hemostat controlled bleeding and the aaa procedure was completed. Surgical suturing was used to repair the artery and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the footplate lever was closed/retracted. There was resistance removing the device. The feet had not completely retracted into the guide. The device was pulled out and tore a larger hole in the artery. A hemostat controlled bleeding and the aaa procedure was completed. Surgical suturing was used to repair the artery and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.